Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation revision with a 250cc mentor smooth round moderate profile, saline breast implant experienced left-sided deflation post procedure. The matter was diagnosed through face time examination and was confirmed through mammogram examination. As a result, patient underwent an explant on (B)(6) 2021.

Manufacturer narrative:
Suspect device received on march 03, 2022 device evaluation completed on march 13 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 250cc returned device. Leak testing was performed, according to the mentor procedure, and it identified a tear within a crease/fold on the posterior view, measuring approximately 0.5 cm. No additional leaks were detected during the leak test. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information received on march 9, 2022 indicated that the patient underwent bilateral replacements with allergan smooth saline implant. Fold failure was found to be the reason for left breast deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation revision with a 250cc mentor smooth round moderate profile, saline breast implant experienced left-sided deflation post procedure. The matter was diagnosed through face time examination and was confirmed through mammogram examination. As a result, patient underwent an explant on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).